Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while installing the latest d.01 software, the cardiosave intra-aortic balloon pump (iabp) battery is not charging. There was no patient involvement.

Manufacturer narrative:
Due to character restrction in block e1. E1 initial reporter is (B)(6). Corrected field : h8. Updated fields: d5, b4,e1( initial reporter , event site telephone , event site email ), e2 , e3, e4 ,d8, d9, g1(contact person ¿ mfg site),g2, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse inspected device and it was found that the battery charger is not charging. After inspection, it was found that the power management board is damaged, causing the machine to be unable to charge the battery. It was found that the battery is due to be replaced. It was found that the safety disk is due to be replaced. The machine cannot use battery mode. The price of the power management board, battery and safety disk will be offered later.